Manufacturer narrative:
The reported incident of audio alarm issue was confirmed with the evaluation of the returned system controller serial. Visual inspection revealed significant debris buildup in the transducer perforation. Decibel measurement of the transducers did not pass the minimum specification. The perforations were cleaned using alcohol and pressurized air. After cleaning, the transducers measured above the minimum of 85 db indicating the issue was related to debris buildup within the transducer perforation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months (calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the system controller was unable to produce any alarm sounds. The system controller was replaced. There were no reported adverse effects to the patient. No additional information was provided.